Event description:
The customer reported his blood glucose reached above 250 mg/dl (exact bg not reported) less than 2 hours after the pod was activated. The adhesive was wet and he could smell insulin. Upon removal he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.